Event description:
It was reported that an unspecified malfunction alarm occurred.; there was no reported impact to customer's blood glucose. The customer reached out to their healthcare provider for a form of backup therapy.